Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when the knife a little bit moved forward and stopped when the firing trigger was grasped again, was any portion of the target tissue cut? --- no information. This was not clear in the event description because it was after the operation. Was this a test fire and no patient involvement? --- the doctor grasped the firing trigger again after the 4th firing because the jaws had not opened.

Event description:
It was reported that during a lap gastrectomy, the jaws did not open after the 4th firing on the stomach. The cartridge was blue. The doctor thought that the jaws did not open since the knife did not return to home position. Then, the knife was returned with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the doctor commented that the knife a little bit moved forward and stopped when the firing trigger was grasped again after the event. Also, it was found that the doctor did not know the function of the knife reverse switch, so the sales rep explained the function of the knife reverse switch.